Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the recently implanted patient's ipg site had opened up slightly and there was some seepage. The physician feels this was due to the procedure and the patient's poor hygiene. The site was cleansed and the patient was prescribed antibiotics.